Manufacturer narrative:
The device has not been returned to allergan for evaluation. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The DHR assembly report was verified and one device was scrapped during the assembly process, which was not related to the reported event. According to the information gathered during the DHR review, there is enough evidence to support that devices from this work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The labeling addresses the event of pain as follows: pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Healthcare professional reported left side breast pain two months after implantation.